Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with a solution of fluorouracil in dextrose. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the lot number was not provided. Therefore, a batch review could not be conducted. The reporter initially reported that the sample was available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified.